Event description:
On march 14, 2022, haemonetics was notified "donor infiltration and machine didn't alarm, donor hospitalized" which occurred on (B)(6) 2022 while using a haemonetics mcs®+ 8150 multicomponent collection system. The donor was taken to the hospital, but there were no symptoms or injury reported. Unsuccessful attempts were made to obtain additional information from the donation center; no further information is expected from the reporter.

Manufacturer narrative:
A haemonetics field service engineer evaluated the mcs®+ 8150 system. The engineer performed calibrations, diagnostics and ran a functional test; device performed to specification with no errors. The engineer was unable to duplicate the problem reported. The device was manufactured according to approved procedures and met all specifications for release, with no noted manufacturing deviations, non-conformances or capas that would have contributed to the reported incident. The reported claim that the machine didn't alarm is not supported by the data. There was no evidence of a device malfunction found.